Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device evaluation could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was not functioning properly. This occurred before use of the device. There was patient involvement; however, there was no report of patient injury or medical intervention. Additional information was requested and is not available.